Event description:
I started using the (B)(6) fasciablaster in (B)(6) 2016. My symptoms started around (B)(6) 2016 with a 15 pound weight gain of which (B)(6) said could not be from blasting. Soon after that I noticed inflammation and hormone issues including hair loss. (B)(6) said that no one was experiencing the symptoms that I was experiencing. So I continued on. What finally got my attention and to quit was nerve pain that began in my arms and legs where I was using the product. Nerve pain has gotten better, but still dealing with the rest of the symptoms.